Event description:
Cuff on e-t tube leaking; anesthesia felt tube needed to be replaced. Sheridan tube checked prior to insertion;no leak found. Tube inserted. Within a few minutes appeared that cuff was leaking on tube just inserted patient's o 2 saturation dropped markedly. Second tube removed and replaced with no further problems apparentdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.